Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced a loss of all low-frequency residual acoustic hearing. A decline in the patient's speech understanding was also noted. Subsequently, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.